Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not confirm not reproduce the reported symptom (did not recognize downstream occlusion within spec). The eval was unable to determine how the device was receiving failing results for the downstream pressure test. The unit passed all downstream occlusion testing and was found to be within spec.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion preventative maintenance test and did not alarm for a downstream occlusion when it was supposed to. It was also reported that there was no pt involvement.